Event description:
Boston scientific received information that the patient with this device reported that they had not been seen for follow up in approximately 10 years time. The patient reported the device to be non-functional and no longer needed. It was also reported that the device delivered three shocks shortly after the device had been implanted as it had been programmed to be too sensitive. The patient has requested the device to be explanted. There were no adverse patient effects reported. The device remains in service.

Event description:
Subsequent information indicated that the device was explanted. The device was discarded and will not be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.